Event description:
Customer called to report that the unicel dxc 800 synchron system (serial number (B)(4)) generated falsely low phosphorus results for three patients. Customer stated that the phosphorus cup was failing calibration, and that quality controls had been erratic. Customer ran samples on an alternate dxc instrument (serial number (B)(4)), the results of which varied from that of the original instrument. On the same day, the field service engineer (fse) inspected the instrument and updated the reagent syringe pump to the tricontinent pump; however, this did not resolve the issue. The fse returned on the following day to upgrade the stirrer motor to the brushless motor because the stirrer motor was hesitating and noisy. The fse then verified instrument performance to ensure that the services performed effectively resolved the leak issue. Customer stated that although erroneous results were generated, they were not reported outside the laboratory; therefore, patient treatment was not affected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).